Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. The customer had had no battery to replace the one on the pump for 2 days, so the pump was off for 2 days. The customer reported being unable to pair device(s) with the pump. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884, and mmt-7841zn. Troubleshooting could not be performed as the customer declined for pairing issue and the loss of communication. Troubleshooting was performed for the blank display, and the customer reported an issue with the pump display. The customer was not calling back after installing a new battery and monitoring pump for 2 hours, or after receiving a new battery cap. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-1884, and mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.